Event description:
A malfunction alarm labeled as alarm 20 was reported during the cartridge loading process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to resume insulin therapy with the existing pump due to the recurrent alarm, prompting technical support to initiate the replacement of the pump. As a corrective action, the customer was advised to use manual daily injections as a backup therapy and received instructions to put the pump into storage mode before returning it.